Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported loss of fluid column was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and calcified leaflets. During preparation, a steerable guide catheter (sgc) ((B)(6)) would not hold fluid column. Therefore, the sgc was not used, discarded, and replaced. The procedure was continued with a new sgc, and an xtw clip ((B)(6)) was inserted. However, while in the left ventricle (lv), the anterior gripper would not lower. Therefore, the clip was removed and replaced. The procedure was continued, and a new xtw clip was successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.